Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that product sterility was compromised. A 3.50 x 28mm synergy¿ drug-eluting stent was selected to treat the lesion. When the physician received the device, the stent delivery system (sds) was not properly kept in the sheath. During preparation, together with the stent, the sds was dropped and the device became unsterile. The procedure was completed with another of same device. No patient complications and injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis without any packaging and without a mandrel or a stent protector. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that product sterility was compromised. A 3.50 x 28mm synergy¿ drug-eluting stent was selected to treat the lesion. When the physician received the device, the stent delivery system (sds) was not properly kept in the sheath. During preparation, together with the stent, the sds was dropped and the device became unsterile. The procedure was completed with another of same device. No patient complications and injuries were reported.